Event description:
Date of occurrence: 01/08/2024. Incident description: incident occurred during the morning in the cytotoxic drug preparation unit of the in-house pharmacy department. When opening the sterile packaging of a 30ml syringe, the preparer handling the material in the isolator noticed a black border at the end of the syringe at the luer-lok connector. The syringe was therefore not used. It was kept for reporting purposes. Patient's current condition: no direct consequence as device not used actions taken in the care facility to manage the patient: (B)(6).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A device history review was performed for the reported lot 2403007, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Six retained samples of the same lot were used for additional evaluation. All product was inspected, no foreign matter or other particles were observed within any of the devices. Based on the available information we are not able to determine a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.